Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing which resulted to pacing inhibition with greater than 2 seconds of asystole. Since implant, the patient had more than 1200 ventricular events. Troubleshooting was performed and the cause was determined to be due to muscle noise. The issue was resolved after programming changes were done. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.